Event description:
(B)(6) 2015- no injury alleged. Malfunction alleged. Staff was filling the tub and could smell a hot (electrical) smell and there was smoke. MDR filed. Additional reportable malfunction for this device; (B)(4) - leaking.